Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was early battery depletion on the implantable pulse generator (ipg). It was noted that there was high thresholds on the right ventricular (rv) lead. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.